Event description:
Allegedly, the doctor was using the portable light to look at a patient wound in the facial area; the light source burst open and emitted flames. The doctor received minor burns on his neck and an eye abrasion; the patient received some minor burns on her ear. Both the doctor and the patient were treated with silvadene and then bacitracin. The doctor said his and patient's injuries are healing well. No further medical treatment was needed.

Manufacturer narrative:
The hospital is not planning to return the device at this time. Per hospital's manager of biomedical engineering they conducted their own investigation and they found an unfamiliar battery in the device. He said it was either a rechargeable battery (this unit uses non-rechargeable batteries) or a regular battery that was mistakenly charged before use. He said the cause of the device exploding was incorrect battery usage.